Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. The initial reported event was received on (B)(6) 2016. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(6) 2016. Information was subsequently received on (B)(6) 2016 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that two weeks post implantable cardioverter defibrillator (ICD) implant, the patient developed a hematoma. A pocket revision was planned and the device remains in use. Additional information was received and reported an infection occurred. The device system was explanted. Further review of the manufacturer's database indicated the patient is deceased and died approximately four weeks after explant. The cause of death has been requested and not received.

Manufacturer narrative:
Corrected information: sex, date of birth.